Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the type of foreign material remaining in the device was unknown. The foreign material was possibly not removed since reprocessing could not be conducted properly due to leakage from the scope cover packing; however, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: detection methods are written in instructions for use: gif-190 series operation manual: chapter 3 preparation and inspection. Prevention measures are written in instructions for use: gif-190 series reprocessing manual: chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited residual liquid exiting the auxiliary water inlet of the endoscope connector, foreign material inside the auxiliary jet-channel, foreign material around the adhesive of the objective lens, and foreign material on the adhesive of the bending section cover. In addition, the nozzle was clogged and foreign material was found at the end of the air/water channel. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.